Manufacturer narrative:
The instructions for use (IFU) states, the gore® tag® conformable thoracic stent graft provides endovascular repair of the descending thoracic aorta (dta). According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoprosthesis: migration, endoleak a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an aortic arch aneurysm and was implanted with two gore® tag® conformable thoracic stent graft with active control system (ctag ac). Additionally, at this time total debranching using artificial blood vessels was performed. On an unknown date, estimated to be on or about (B)(6) 2020, migration of the most proximal ctag ac and artificial blood vessels (2000-e:-migration events - other/unknown) distally and the distal ctag ac was observed and aneurysm rupture was thought to be imminent. The patient underwent emergent reintervention. Angiography revealed a suspected type iiib endoleak from the overlap junction of the devices. Two additional stent grafts were deployed to reline the entire length of the originally implanted and the endoleak was resolved. The patient tolerated the procedure.